Event description:
A customer reported that pump declared alarm 20 during the load process, and the customer waited until prompted to remove the used cartridge. Despite following proper load technique with assistance from technical support, the cartridge alarm recurred, preventing successful insulin therapy resumption. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the faulty pump, and in the meantime, the customer planned to use multiple daily injections (mdi) as a backup therapy. Instructions were provided to the customer to put the pump in storage mode and return it using the prepaid label within ten days, which the customer understood and acknowledged.